Manufacturer narrative:
Initial.

Event description:
It was reported that the user sought assistance for a factory reset after trainers recommended it due to improper use of meal announcements and using meals as corrections, which resulted in excess insulin delivery and subsequent low glucose events, last reported at 60 mg/dl. The agent guided the user through a factory reset and insulin delivery resumed, and the user was using an fl3+ sensor. Symptoms included not feeling well associated with hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.